Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. Philips technical support advised customer to replace the flow sensor assembly and provided part number. Per customer email response, the flow sensor module was installed and the unit passed testing. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported during pm that the o2 flow testing is out of specs. No patient/user harm reported.